Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400c mentor memorygel breast implant prostheses and experienced left-sided breast pain, neoplasm malignant, surgical intervention, and right-sided implant-site calcification and breast cyst postoperatively. The patient was diagnosed with left-sided breast cancer sometime in (B)(6) 2019. Ultrasound, MRI, and biopsy were performed. As a result, the patient underwent bilateral removal and replacement with two unspecified non-mentor breast implants on (B)(6) 2019. The pathology report from the revision surgery indicated right-sided implant-site calcification and breast cyst, this report is for the right-sided prosthesis.